Event description:
It was reported that a patient who had undergone cataract surgery on (B)(6) 2022, visited the clinic and complained of current uncomfortable feeling with their vision although there were no problems after surgery. The slit lamp examination revealed that the monofocal intraocular lens (iol) haptic was projected from the iris to the side of the cornea. The reporting physician tried to explant the iol only, but it had already adhered to the crystalline lens capsule. The physician explanted the entire crystalline lens capsule with the iol and the eye become aphakic. The iol was discarded. On (B)(6) 2024, the patient was implanted with a replacement johnson & johnson vision iol (model zma00) using intrascleral fixation. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. The iol was discarded by the customer. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.